Event description:
Patient revised to address infection, insert removed/debridement. Sales rep not sure what was removed or where primary surgery was done.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The initial reporting indicated the product was not suspected of failing to meet specifications or contributing to the event. The investigation could not draw any conclusions about the reported event based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.